Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 01 2007. The facility reported a pump with a constant air in line alarm. This event was identified during bio-med testing.evaluation summary: during product evaluation, an out of specification air in line printed circuit boad (ail pcb) was confirmed. The ail pcb replaced and the device was tested.

Event description:
During product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.